Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue that the instrument would not dock properly because of a bent prong. The upper left pin on the 5 pin pk connector was found to be bent downwards. A pk cord could not be properly installed due to the bent pin. Electrical continuity testing of the instrument passed. Engineering evaluation also found tube damage. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .070 - .080 in length and not aligned with the tube axis. Engineering evaluation concluded that the scratches were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Intuitive surgical has attempted to contact the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported main tube scratch issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the pk dissecting forceps instrument would not dock because of a bent prong. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.